Event description:
Details according to the assisting physician: "a ptca procedure was started with a 8f jr4.0 guiding catheter, it was not successful in seating into the artery. It was then changed to a 8f zuma al1.0 guiding catheter. This guide proceeded over the aortic arch but had not seated in any ostium. When the physician tried to torque the guide, the tip did not seem to move in response. He realized he had a problem; screening confirmed the guide had snapped approximately 30mm from luer fitting hub. The proximal fractured end was removed through the sheath. A 4mm snare device was used to try to retrieve the distal fractured end but was not successful as the "lasso" did not fit. A 15mm snare device was then used; it was successfully retracted. The pt status was satisfactory.